Event description:
It was reported to boston scientific corp that a securi-t replacement gastrostomy tube was used during a gastrostoma exchange procedure performed on (B)(6), 2009 (pt age is unk (B)(6)). According to the complainant, during the procedure a tear was noticed, prior to using the obturator, on the inside of the internal bumper. The device was replaced with another securi-t replacement gastrostomy tube. The new device was placed with no issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).